Event description:
It was reported that the balloon was difficult to remove from the lesion. The 80% stenosed target lesion was located in the saphenous vein graft. A 10mmx4.00mm wolverine coronary cutting balloon was inflated to the rated burst of 12atm. During the procedure, upon removal, it was noted, that the balloon seemed stuck and was difficult to remove. A slow deflation and a negative pressure were applied. And eventually, the device was removed completely from the patient. The device was observed to be bulky and partially deflated. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
D4 - lot no: 0031017459.

Event description:
It was reported that the balloon was difficult to remove from the lesion. The 80% stenosed target lesion was located in the saphenous vein graft. A 10mmx4.00mm wolverine coronary cutting balloon was inflated to the rated burst of 12atm. During the procedure, upon removal, it was noted that the balloon seemed stuck and was difficult to remove. A slow deflation and a negative pressure were applied and eventually the device was removed completely from the patient. The device was observed to be bulky and partially deflated. The procedure was completed. No patient complications were reported.

Event description:
It was reported that the balloon was difficult to remove from the lesion. The 80% stenosed target lesion was located in the saphenous vein graft. A 10mmx4.00mm wolverine coronary cutting balloon was inflated to the rated burst of 12atm. During the procedure, upon removal, it was noted that the balloon seemed stuck and was difficult to remove. A slow deflation and a negative pressure were applied and eventually the device was removed completely from the patient. The device was observed to be bulky and partially deflated. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection was performed. A visual and tactile examination identified multiple kinking along the hypotube. No visible damages along the shaft polymer extrusion. A microscopic examination of the distal extrusion identified a jagged tear in the extrusion. The tear stretched from the guidewire port and extended distally for 5mm in length. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The balloon exhibited signs of having been inflated with some traces of liquid visible in the balloon. A microscopic examination of the blades identified that approximately 2mm of a proximal section of a distal blade segment was detached and was not returned. The remaining blades and all of the blade pads were fully intact. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a leak was confirmed at the site of the damage in the distal extrusion at the guidewire port. A visual tactile, microscopic and leakage test was performed. A visual and tactile examination identified multiple kinking along the hypotube. Device analysis confirmed that a leak was present in the distal extrusion because of a jagged tear in the extrusion at the site of the port. The tear is consistent with the guidewire being pulled from the device which ripped the wire lumen and outer lumen for a length of 5mm. Further microscopic examination of the balloon identified no tears or holes in the balloon material. However, a microscopic examination of the blades identified that approximately 2mm of a proximal section of a distal blade segment was detached and was not returned. The remaining blades and all of the blade pads were fully intact. No other damage was observed.